Event description:
Reporter indicated that after being upgraded to version (B) (4) the (B) (4) handheld computer screen became frozen after interrogation. User reported that after handheld times out re-interrogation is successful. Troubleshooting steps to resolve the screen freezing event were provided to the physician. It is known that under certain conditions this type of screen freeze anomaly can occur with the (B) (4) handheld computer.